Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error. The customer had received several since yesterday. Customer's blood glucose was unknown mg/dl. The customer stated that easy bolus given, visible in daily history and self-test passed. The customer also complained of short battery life and it was difficult to screw on. The customer stated that there is no damage on the insulin pump. The customer was advised that we would send out new battery cap.